Event description:
The reporter noted: "contact with pt during procedure causing problems with the piece(gauge) that regulates thickness of the graft to be removed is opening improperly during the procedure causing inadequate thickness. Has a strange nose in motor. This event occurred "approx (B)(6) 2010". Add'l info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.